Event description:
It was reported that allegedly a pta balloon ruptured while being used to dilate an av fistula. The device was removed from the pt without incident. The physician used a syringe to inflate the device, therefore the pressure at the time of rupture was not known. The vessel being treated and the number of inflations performed were not known. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway.